Event description:
It was reported that this lead was an attempted implant due to helix extension issues with non-normal electrical readings. It was confirmed that tissue got stuck in the helix. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
Correction to field: date of event b3: provide the actual or best estimate of the date of first onset of the adverse event. A best estimate is acceptable. When estimating dates, use the first month of the year and/or the first day of the month, as applicable.

Event description:
It was reported that this lead was an attempted implant due to helix extension issues with non-normal electrical readings. It was confirmed that tissue got stuck in the helix. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to helix extension issues with non-normal electrical readings. It was confirmed that tissue got stuck in the helix. A new lead was successfully implanted. No additional adverse patient effects were reported.